Event description:
A patient ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.0 ml of coaptite lot #1029565 on (B)(6) 2012. On (B)(6) 2012 the patient reported a urinary tract infection. The patient was prescribed antibiotics from the hospital e.r. The uti resolved on (B)(6) 2012. The physician assessed the severity of the event as mild and definitely not device-related.

Manufacturer narrative:
At the time of this report the uti has resolved. A review of the device history records indicates the reported lots #1029565 met all testing specifications prior to release with no abnormalities noted.